Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment showed no abnormalities that could have contributed to the reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4)

Event description:
An optometrist reported a patient complained of a foreign body sensation and discomfort in the left eye nine days post-operatively. Patient notes that symptoms were worse the day before the appointment and seem better day of the appointment. Examination showed a less than 1 millimeter corneal epithelial erosion. The rest of the cornea was clear. Patient was told to continue artificial tears use. Patient will be checked as needed.